Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient acquired staphylococcus aureus infection twice while the device was implanted. There were no additional adverse effects reported. Request for additional information was sent but no further information was received. All available information indicated that the product remains implanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient acquired staphylococcus aureus infection after the last device change out. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.